Event description:
The customer reported that the system locked up when attempting to access the pt info screen. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was rebooted during the service call. The system was tested, found to be working as intended and returned to service.